Event description:
Consumer reported needle missing after injection. Consumer went to emergency room and had x-ray and ultra sound done. She is seeking consultation with surgeon.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded one other complaint for similar condition for the lot reported. Device history review was conducted and no anomalies noted. Quality will continue to monitor on monthly trend reports.